Event description:
Formal claim received regarding pinnacle/corail hip implant revision. Reason for revision not provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update oct 18, 2017 additional information received. It was reported that the patient was revised due to elevated metal ions. This complaint was updated on nov 06, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Formal claim received regarding pinnacle/corail hip implant revision. Reason for revision not provided. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the provided femoral head and insert product/lot code combinations. Per wi-3430, these product codes are exempt from DHR review. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.